Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of dysmenorrhoea ("dysmenorrhea, heavy menses suspected cause essure coils") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6), 2014, the patient had essure inserted. Essure was removed on (B)(6), 2021. An unknown time later she experienced dysmenorrhoea (seriousness criteria medically important and intervention required) and heavy menstrual bleeding ("dysmenorrhea, heavy menses suspected cause essure coils"). The patient was treated with surgery (dx hs operative ls with removal of essure coils, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure administration. The reporter commented: surgical history-essure 2014 hpi menstrual cycle: severe dysmenorrhea: menorrhagia: bleeding lasts more than 7 days current contraception: essure (patient not happy, causing severe pain and cramping since placed and not sure about protection against pregnancy. Patient desires more definitive sterilization like salpingectomy) pain during intercourse preoperative history and physical examination patient is seen preoperatively for laproscopic salpingectomy, hsc with fb removal. Patient had essure in 2014 and states she has had heavy bleeding with clots and pain since 2015. Patient reports she began to have the bleeding with clots where she was having to use a pad and tampons and changing every hour. Patient describes the pain severe gas pain and some days she cannot get out of bed. She has missed tons of work due to bleeding and pain. (B)(6), 2021: patient seen post operatively from having diagnostic hysterocopy, laparoscopy and bs and removal of necrotic morgagni cyst on (B)(6), 2021. Patient is having some ooze from her incision in her belly button. Patient has had a cycle since surgery and is still heavy with clots and using 5 pages. Procedure: dx hs operative ls with removal of essure coils, bilateral salpingectomy. Reason for procedure:dysmenorrhea, heavy menses suspected cause essure coils operative findings: no coils present in endometrium as should be expected, rigid bilateral tubes, normal ovaries, slightly enlarged uterus, posterior cul de sac bleg of tissue. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6), 2023: reporter added,event dysmenorrhea and heavy menses added, annexes added and narrative updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 33-year-old female patient who had essure inserted for female sterilisation. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.